Event description:
It was reported that an exactamix 250 ml eva tpn bag had leaked at the infusion port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak between the spike port tubing and spike connector. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured october 23, 2022 to october 24 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was visually inspected which identified a leak at port 2 at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.